Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.